Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. No unexpected no delivery or motor error alarms. The device was received with cracked case at lcd window corners and battery tube threads, scratched display, and slightly loose drive support disk.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 234 mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.